Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate due to a leak in the system. A new inflatable penile prosthesis was implanted, the patient outcome was reported as good.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate due to a leak in the system. A new inflatable penile prosthesis was implanted, the patient outcome was reported as good.

Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was fatigued and worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had a leak in the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; a hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure tested due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at the fold in the cylinder body. Product analysis was unable to confirm fluid loss as only sharp instrument damage that is consistent with explant damage was identified, but a pump malfunction was identified through the functional test. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed.